Manufacturer narrative:
Product is not expected to be returned for evaluation due to the report of being disposed; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends or kinks which may have occurred. Do not use a wire which has a damaged tip. Damage will prevent a wire from performing with accurate torque response. Free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use. At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information received, a follow-up medwatch report will be submitted.

Event description:
It was reported that device twisted and required surgery for removal. The target lesion was located in the renal artery. Upon withdrawal of the balloon, a 014 300 cm short taper thruway guidewire was advanced for treatment. However, it was entangled and formed a knot which lead to the rupture of the brachial artery. The physician tried to rectify the guidewire but with so much force, the shaft of the balloon stent was broken. It was also noticed that the device was kinked and the patient was sent for surgery to repair the artery. Both the balloon catheter and guidewire was removed and procedure was completed. No patient complications were reported and the patient status post procedure was in good condition.